Manufacturer narrative:
The returned product was evaluated and performed as designed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly or pain during insertion. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 542mg/dl while wearing the pod on her arm for between 4 and 24 hours. She stated that she felt the adhesive was wet and that the cannula appeared bent upwards when the device was removed. The night prior, she felt that it was painful/bothering her but was not sure if the cannula had come out. Treatment included giving a manual shot. The patient's blood glucose history is as follows: (B)(6). The device was returned for evaluation.